Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the pacing can defibrillation test failed. There was no report of patient involvement.

Event description:
Philips healthcare received a complaint from a customer stating that the pacing and defibrillation test failed. There was no reported negative patient impact.